Manufacturer narrative:
UDI: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the generator device died when the electrode was attached. The surgeon decided to convert to open cuff surgery as another like device was not readily available. The procedure was completed with a delay of 45 minutes. There were no adverse patient consequences reported. The status of the patient post-surgery was unknown. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that does not work properly. Per service reports, this complaint can be confirmed. It was found during evaluation that the device did not power up and no cp power output. Further, rf board and psu board found damaged. The rf board and psu board were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The damaged rf board and psu board would have caused the customer to experience the reported problem. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.